Event description:
It was reported that the ventilator's air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was found defective. The ventilator was investigated by our field service engineer on-site and the air gas module needed to be replaced. No service report or device logs has been provided and no replaced part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).